Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Evaluation summary the explanted device was returned to edwards for analysis. As received, moderate to heavy calcification was observed on two (2) leaflets and was confirmed via x-ray. Moderate to heavy host tissue was observed on two (2) leaflets at the inflow and outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. One (1) leaflet exhibited a tear near the commissure. The sewing ring was cut at multiple locations around the valve, and the wireform was exposed at the inflow aspect. The x-ray revealed two (2) bent commissures. Light source performance evaluation (x-ray). Results: patient's condition affected effectiveness of device. Conclusion: human factors issue. The clinical report of stenosis was confirmed as calcification and host tissue restricted leaflet mobility and led to stenosis. Many factors contribute to calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. Abnormal or severe pannus growth can eventually affect the function of the valve. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: the explanted device is anticipated for return to edwards lifesciences and an evaluation of the product is currently pending its arrival. A supplemental report will be submitted upon completion.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic aortic heart valve was explanted after nine (9) years, one (1) month due to severe aortic insufficiency, stenosis, degeneration, and a high gradient. Upon visualization, the aortic valve was severely sclerotic. This were excised, portions of the heart were reconstructed, a patch was placed, the aortic root was enlarged, and the valve was replaced with a 19mm pericardial bioprosthesis. The patient was transferred from the operating room in stable condition.